Manufacturer narrative:
Alleged incident was not identified as product related. User error.

Event description:
Alleges fell in bathroom, hit head on the grab bar, and ended up underneath the chair for about 9 hours until someone found her. Customer feels it was not due to anything about chair but just getting used to using chair.